Manufacturer narrative:
Product event summary (B)(4) performance data was received and analyzed. The save to disk primary finding noted no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the day after implant, the ventricular sensing was low resulting in undersensing. The lead had dislodged. The physician had difficulties fixating the lead while attempting to reposition it. The lead was repositioned and is still in use. The patient is enrolled in the discovery study. No further patient complications have been reported as a result of this event.